Event description:
It was reported that the software for a navigation system ii froze during mask registration for a procedure at the healthcare facility, when the system was capturing the mask. After waiting for one minute the system could be moved to the next screen and the procedure was completed with the use of navigation. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that the software for a navigation system ii froze during mask registration for a procedure at the healthcare facility, when the system was capturing the mask. After waiting for one minute the system could be moved to the next screen and the procedure was completed with the use of navigation. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A review of the data log files did not show a freeze during mask registration workflow.